Event description:
In 2007, pt underwent treatment of a 90 % stenosis at the ostium of the left internal carotid artery. The embolic protection was delivered. The lesion was predilated and one protege rx stent was successfully deployed. Distal embolization occurred post-stent placement with no additional treatment performed. The embolic protection device was retrieved with no debris noted in the filter. The site reported a 10% final residual stenosis. The investigator reported occurrence of a major ischemic stroke during the procedure. The hosp discharge summary noted the following: " immediately post procedure, the pt was noted to have right-sided weakness consistent with probable distal embolization although angiographically there was no sign of this in the catheterization laboratory. Pt did have signs and symptoms consistent with a left hemispheric stroke based on follow-up CT scan." CT of the brain performed without contrast on the same day, was normal. A repeat CT of the brain performed the following day, showed a focal, non- hemorrhagic infarction involving the internal and possibly external capsule on the left side: no bleed; no midline shift. The post-procedure nih stroke scale score increased to 13 due to partial facial paralysis; no movement of the right arm and leg and ataxia. The pt was discharged to a rehabilitation facility the next day, on asa and clopidogrel.

Manufacturer narrative:
Device was not returned for analysis. Please reference MDR 2183870-2008-00011 for spiderfx device.